Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that the patient was charging 5 days prior to the report when the stimulation sensation went to their back and stomach on the left side of their body which was painful. The patient turned stimulation off but afterwards they were unable to turn it back on the patient stated that their therapy never worked since implant and that the 'ins has always hurt' at the pocket site. It was noted that the ins was at eos and was no longer providing therapy. There was no allegation/dissatisfaction with longevity. The patient was redirected to their managing physician to address the eos and symptoms. No further complications were reported.